Manufacturer narrative:
A. Patient information not provided by customer no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on 15apr2026 at 03:28, there was low voltage, external power disconnect, then power disconnect. Alarm duration for external power disconnect and power disconnect were nearly 56 minutes long. The patient stated they heard no alarms go off. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The event file only went as far back as 19may2026 due to the number of pulsatility index (pi) events. It was additionally reported that the cause of the alarm was not identified. The patient stated they were on wall power and not batteries. The patient was seen in clinic on (B)(6) 2026 and the site discovered these on the system controller.